Event description:
It was reported that revision surgery was performed due to infection.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. This complaint covers first stage of the two stage infection revisions. During the surgery the oxinium femoral head, bhr cup, synergy stem, and competitor liner (biomet) were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. No production record have been reviewed for oxinium head as no details were provided. The available medical documents were reviewed. This patient has a long history of bilateral hip pain and replacements, beginning in 2005 with scope debridements. This past (B)(6) 2016 the patient decided to have a left hip revision again secondary to pain that was too high and his metal ion levels were high. After that, he admitted to the hospital with increased pain, and found to have an infection of the left hip. He had removal of prosthesis with placement of temporary spacer (B)(6) 2016 due to the infection. Cultures came back as mssa. The second and the third (a 2 stage) revision of the left hip was due to due to infection as documented. All the released devices involved met manufacturing specifications at the time of production. An infection occurring less than 3 month after a previous revision is very likely an early infection which are predominately acquired during surgery and not a failure of the prosthesis. It was noted that use of a competitor¿s (biomet) dual mobility liner was implanted with the bhr cup at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.